Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "bridge test failed" message and did not charge. Complainant indicated that the pt subsequently expired.